Event description:
A report was received that following a lead revision due to inadequate stimulation, the patient remained in the hospital due to headaches and weakness in her left arm. The patient had weakness in her left arm prior to the revision, but it became worse after the revision. The physician does not believe it was device related but could be due to the manipulation of the paddle moving around. The physician gave the patient hydrocodone and advised her to get therapy to strengthen her arm.